Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 is found in the downloaded history files due to force sensor zero offset out of specification. (13.9 mv). Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump also received with faded/stained serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer was treated with (B)(6) and gummies. Customer also reported that critical pump error image and other pump error was display on the insulin pump screen. The customer declined troubleshoot for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr,unomed set.